Manufacturer narrative:
The electrodes were returned to zoll medical corporation. The reported malfunction was observed and attributed to a misprogrammed identification chip within the electrodes. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator recognized these attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.